Event description:
The customer reported that the device failed preventive maintenance, patient side occlusion error. There was no patient involvement.

Manufacturer narrative:
A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower transducer due to patient side occlusion error. Replaced broken tubing guide arm on bezel, and broken ail sensor chips. Replaced broken door latch, and corroded right, and left iui. Replaced door assy with keypad keypad recall completed. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. Patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower transducer due to patient side occlusion error. Replaced broken tubing guide arm on bezel, and broken ail sensor chips. Replaced broken door latch, and corroded right, and left iui. Replaced door assy with keypad recall completed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for keypad, (B)(4) for door latch, (B)(4) for iuis, (B)(4) for ail, (B)(4) for pressure sensor.

Event description:
The customer reported that the device failed preventive maintenance, patient side occlusion error. There was no patient involvement.